Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2008 the daughter of a (B)(6) female patient contacted zoll customer support to report that the patient had a severely inflamed open sore beneath the electrode belt therapy electrode (te) pads. The patient had been applying a prescription cream. The patient continued use of the lifevest. The clinical outcome of the sore is unknown.

Manufacturer narrative:
Device evaluation summary: electrode belt sn: (B)(4) was not returned for the event investigation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.